Event description:
Additional information was received from the patient. Patient called back and reported they were still having "a bit of a problem" with their symptoms and confirmed their symptom issue was ongoing since the last time they called. The patient stated it "definitely wasn't working last night." The patient stated they really couldn't put their finger on when it stopped working for their symptoms and that they had increased it in the past and when they went to their managing health care provider (hcp) office, the hcp turned it back down, telling the patient they didn't want the patient to "get annoyed" with the stimulation. At the top of the call, the patient stated they hadn't been able to feel that much stimulation and had called to inquire about if they needed to "turn it off". Patient services reviewed therapy expectations, stimulation considerations and external devices and therapy on and off switch with the patient. The patient was already connected to their settings and the therapy was on. The patient increased the stimulation on the call and stated they could feel it. The patient was going to monitor their symptoms now that a change had been made and the patient stated they would follow up with their hcp at their upcoming appointment on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that they had been having some trouble and went to their doctor last week and the doctor told them their stimulator was off. Patient said the doctor turned it back on and everything was fine but they had gone without it for a long time while it was off and they could not figure out how it turned off or when it turned off. Pss reviewed some potential reasons stim may have been off and asked patient if they had ever changed a program. Pt said they did not remember but knows they increased once, that was the one time they use their equipment.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.